Event description:
Caller reported a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact to the customer¿s blood glucose level. Customer received pump reset information from technical support, successfully reset the pump, and was advised to call back if the malfunction recurred, which it did not. Customer was able to continue using the pump. No additional information was received regarding the outcome of the event.